Manufacturer narrative:
The device received with blank display due to moisture damage at electronic assembly. Unable to verify missing segments or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing and white. The customer¿s blood glucose level was 120 mg/dl. The insulin pump will be returned for analysis.